Event description:
Siemens became aware of a malfunction that occurred on the artis zeego unit. During an emergency patient procedure, the automatic robot drive could not be activated restricting table motion. The patient had to be relocated, and the procedure was completed on an alternate unit. Siemens is unaware of any adverse health impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
Detailed investigation of the reported event showed that the customer activated manual table rotation several times but did not rotate the table to the necessary position of 0 degrees. This is a requisite for achieving the desired selected system position ¿left side¿. No system malfunction could be identified. The system displayed appropriate instructions to be performed by the user prior to system usage. The system behaved according to the specifications. The occurrence rate of the aforementioned error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.